Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The device history record was reviewed and there were no issues noted. The description of the complaint indicated the convenience kit was being used in an ECMO application. This product is indicated for use in extracorporeal circuit for cardiopulmonary bypass procedures for periods up to 6 hours. Since the device was not returned or photographs provided, the complaint could not be confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).

Event description:
It was reported through the legal department that the patient was connected to an ECMO machine and suffered catastrophic bleeding injuries due to connector separating. No additional information is available.